Event description:
It was reported that following a fall, the patient was experiencing from ineffective therapy. Further investigation revealed high impedance. Troubleshooting was able to achieve stimulation on patient's right side and a partially on patient's left side. It is unknown which lead cause high impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000090586.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.